Event description:
The customer reported the remote user interface controller was not working. When the rui fails, a loss of motorized movements results. The system would be effectively unusable. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.